Manufacturer narrative:
The device was returned for evaluation. The device was tested and passed functional test. All output powers were within specification and in addition, the unit passed the leakage current test. Aside from a minor scratches on the housing, there were no abnormalities observed on the device unit. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The OEM (original equipment manufacturer) investigation determined that there is no manufacturing, material or processing related cause for the reported failure. The root cause has been determined to be the inadequate usage of the device by the customer, which resulted in the main console not functioning as intended. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device was only working intermittently. No further details provided regarding the reported event. No patient involvement reported. No user harm or injury was reported.